Event description:
No additional information.

Manufacturer narrative:
Investigation results: one mz5303 sample was received without packaging for investigation. There clear residual fluid throughout and the sample was not returned with any connecting products. The customer reported that they experienced leakage between maxzero and an extension set despite the connection between the products being secure. A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and male luers from bd stock remained secure when connected; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when the mz5303 was subjected to pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID 232235a03 of the maxzero component confirmed a possible lot number to be 23089351. A review of the production records for lot 23089351 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 set in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was leaking the following information was received by the initial reporter with the following verbatim: it was reported that after connecting a 100-cc antibiotic infusion, there was a chemical leak from the connection with the infusion line (infusion set), and the connection was confirmed to be tight and not loose. Ebina (original description): after connecting 100 cc of antibiotic to the external infusion set (inlet), the external infusion set (outlet) was connected to the female side (mixing part) of the recovered mz5303 and antibiotic infusion was started. During the antibiotic infusion, a chemical leakage from the connection between the female side (mixing part) and the external infusion line was observed. Suspected poor connection, but the connection was 'tight' and not loose.